Manufacturer narrative:
One ampere¿ rf ablation generator was received. When power was applied to the generator, the screen illuminated red while displaying a generator malfunction error, confirming the reported event. The rf/mn (radiofrequency/matching network) assembly was temporarily replaced with a known good assembly and a normal boot up sequence was observed. All connector ports were then tested for functionality, numerous catheter codes were manually applied, various impedance & temperature values were also applied for investigation upon which all values were accurately tracked on the generator display screen ¿ no abnormal impedance values were observed. Rf energy output was measured during ablation testing and no further anomalies were identified throughout investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, root cause of the generator malfunction error and subsequent cancelled procedure was isolated to abnormal functionality of the rf/mn assembly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the start of an atypical flutter ablation procedure a cancellation occurred. Upon generator start up a malfunction indicator light was shown. Troubleshooting efforts did not resolve the issue. The procedure was cancelled with no adverse patient consequences.